Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log for the last days of customer use show two infusions with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the sprectrum service manual. The infusions ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 30 mins at 20 vtbi with the results of 20.619 and passing error percentage of 3.095%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump slightly over delivered during flow rate accuracy test at 21.06g. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.